Event description:
It was stated that the patient reported that the Infusion set is not sticking while being in use DAY 1 on (b)(6) 2026.

Manufacturer narrative:
E1:Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380